Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav and the distal electrode cracked in the middle of the procedure. They noticed noise suddenly on both the carto 3 system and the recording system. The cable was replaced with no resolution. They removed the catheter from the body, and they discovered the crack in the electrode. The catheter was still intact and was not missing any other pieces or had any other damage. When the catheter was replaced, the issue resolved. There was no patient consequence.

Manufacturer narrative:
D 4. Lot: the provided lot number of ad26030004 was not recognized as a valid lot number. D4: UDI: as the lot number for the device involved in the event was not recognized as a valid lot number. The full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).